Event description:
It was reported to us that the lead showed an impedance value >3000 ohm in the battery/lead telemetry. An explantation was performed. The lead had been implanted in 2004. The exact date of the implantation was not mentioned to us.

Manufacturer narrative:
The selox sr showed a deformation (squashing) of the insulation and a broken conductor of the inner conductor coil about 2 cm distal of the ligature. This damage must be regarded as the cause for the sudden rise an pacing impedance reported in the complaint. This damage manifestation is with high probability due to the occurrence of a strong local pressure load on the lead body. The immediate vicinity of the fracture of the inner conductor coil to the lead introduction aid (efh) and the characteristics of the damage manifestation lead to the assumption that the lead was clamped between the efh and the bone. Jamming of the lead between the clavicle and the first rib ("subclavian crush syndrome") should be considered. The dynamic stress, when the pt moves, on the clamped-in lead led to abrasion traces, and the excessive reverse bending, pressure and tensile stresses led to a fracture of the inner coil.